Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was no direct trend data available. An anomaly with the sync time command was discussed. It was also discussed the cybersecurity upgrade, or a device firmware download to begin receiving direct trend data. The decision was made not to perform either citing the risk of asystole during the upgrade. The patient was in stable condition before, during and after the interrogation.